Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient encountered the change patient programmer (pp) batteries screen, but after changing the batteries the pp would not turn on. After reviewing properbattery placement the issue was resolved, no pp malfunction. The patient indicated that they lose some urine when they stand up and that when they first got the implant they could not go at all. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.